Manufacturer narrative:
The investigation is in progress. A supplemental will be submitted upon completion. Device remained implanted.

Event description:
Edwards received notification from our affiliate in (B)(4). As reported, 3 months post implant of an implant of an edwards sapien 3 transcatheter heart valve, the valve presented with aortic regurgitation. The patient underwent a post dilation procedure and the valve was described as, ''still recoiling''. No other information is available at this time.

Event description:
Edwards received notification from our affiliate in australia. As reported, 3 months post implant of an implant of an edwards sapien 3 transcatheter heart valve, the valve presented with aortic paravalvular regurgitation. The patient underwent a post dilation procedure. 3 years and 4 months post-implant, the valve was described as, ''still recoiling''.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up and engineering evaluation. The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of paravalvular leak was unable to be confirmed due unavailability of relevant imagery and/or medical record. As reported, ''3 months post procedure, the valve presented paravalvular leak and has been post dilated one time and still the valve is recoiling''. Per medical opinion, the pvl was likely due to recoil of the sapien 3 valve. The potential root causes of recoil could be related to incorrect geometries and/or incorrect material properties of the frame. However, without the device returned, additional visual (e.g. X-ray & sem analysis), dimensional (e.g. Thickness of the frame), and/or mechanical testing (e.g. Ultimate tensile strength, percentage elongation & grain size) were unable to be performed. Additionally, without procedural imagery, the overall geometry and/or position of the implanted valve immediately post operation, pod 90, and post dilatation could not be compared. Therefore, it could not be determined if any manufacturing non-conformities contributed to the complaint. However, a review of the DHR, lot history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. Records indicate that all frames released for production built had 100% passed for both visual and dimensional inspections during receiving inspections. Additionally, all frame lots had passed the mechanical tests based on the sampling plan, indicating that the lots conformed to the specifications with 95% confidence and 99% reliability. As such, it is unlikely that a manufacturing nonconformance contributed to the reported event. A review of the IFU and training manuals also revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind late pvl is not well understood but may be related to cardiac remodeling. However, there is insufficient information provided in this case to determine a root cause. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.